Event description:
Distributor reports pt self-tester generated discrepant inr results with the protime microcoagulation system when compared to the reference laboratory. Itc contacted the pt self-tester to obtain add'l info, and pt self-tester reported that results with protime were higher than the reference laboratory. Protime generated result of 2.7 inr and the reference laboratory result was 2.0 inr. Pt's therapeutic range: 2.5 - 3.5 inr. No adverse event(s) reported. This event occurred outside of the united states.

Manufacturer narrative:
(B)(4). Method - actual device evaluated (instrument). Process evaluation performed. No related ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specs. Result - complaint was not confirmed through the instrument eval. Conclusion - unable to confirm complaint.